Event description:
Further information was received from the patient's neurosurgeon. The patient experienced no trauma to the vns device areas. It cannot be confirmed by the neurosurgeon that non-resorbable sutures were used to secure the patient's generator during implant.

Event description:
The presence of the generator in the chest caused the patient pain. The generator intermittently slipped into the armpit area which also caused pain. The patient's generator was explanted and the explanted device has not been received for analysis to date. No other relevant information has been received to date.

Event description:
The patient was referred for device explant due to pain in the chest. The device stimulation was disabled since 2004. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.